Event description:
During a fluoro procedure, hot oil dripped on pt causing third-degree burns. Case was stopped immediately. (Dist narrative) varian's x-ray tube is interfaced into the liebel-flarsheim's hydraview plus urology sys. An lf svc rep went to hosp on 12/9/97 and found the bellows of the x-ray tube ruptured. The x-ray tube was replaced and the generator recalibrated. The hosp kept the x-ray tube. Neither the submission of this or other information to the FDA pursuant to 21 cfr 803 nor public release of such information constitutes an admission that this device is defective or establishes the existence of any causual connection between this device and a death or serious injury.